Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission xx/xx/xxxx. Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2015 with the following findings:.#1. Unexplained por¿s observed in the black box. Battery compartment is cracked on the side from threads to cover. Returned battery cap has stripped threads and is unable to fully attach to the pump; por¿s duplicated with returned battery cap..#2. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power interruptions were duplicated during this time. Returned cartridge cap used to complete testing..#3. Corrosion observed inside battery compartment. Leak test verifies leak in battery compartment. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. Display screen has a pinkish contrast.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.